Event description:
It was reported that a pericardial effusion occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, the physician lost transseptal access, so the physician went back in with an ablation catheter to cross the septum and advance the faradrive sheath across the septum. The left atrium (la) was then post mapped. During this time, the physician lost transseptal access approximately four more times. The intracardiac echocardiography (ice) images were then checked to see if an effusion occurred. No pericardial effusion was seen at this time. At the end of the procedure, after performing a radiofrequency (rf) ablation in the la, the physician went to check the ice images again, and a pericardial effusion was seen. Pericardiocentesis was performed to drain the pericardial effusion. The patient was hospitalized following the event. The device will not be returned for laboratory analysis as it was disposed. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.